Event description:
It was reported that the patient underwent successful cataract surgery on her left optics without complication. However, during insertion of the intraocular lens (iol), the patient moved causing the haptic to disinsert into the capsular bag and requirement of a posterior vitrectomy. The lens was then cut in half; removed and replaced with a new lens. No additional information ws provided.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to our manufacturing facility for inspection. A visual inspection showed a lens where the optic was cut in two (2) pieces. No optical deviations on the received optic parts were found. Due to the condition of the returned lens, further evaluation was no possible. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. A review of the manufacturing records showed no deviations or nonconformities. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 21.5 diopter for this serial number. The batch passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.